Manufacturer narrative:
(B) (4).

Event description:
Literature: cumlivski r, redl g, strobl w, girsch w, krebs a, machowetz p. [Neuromodulation of spasticity in children by intrathecal baclofen]. Schmerz. 2009;23(6):592-599. Summary: this article reviews the implantation of pumps with an intrathecal catheter for neuromodulation of children in (B) (6) hospital since 1999. The article reports the author's results and methods, as well as their experiences. Altogether, 15 children underwent itb between 1999 and 2006. All suffered from spastic tetraplegia, severe complex motor disturbances with cerebral spasticity which, despite oral treatment with muscle relaxants, reached 4 to 5 on the ashworth scale. None of the pts were able to walk or speak. All pts demonstrated severe organic psychological syndromes. Seven of them were fed with a stomach probe. The age of the pts during the testing or implantation was between (B) (6) and (B) (6) years of age. With 8 pts, their status had been caused by near drowning; 5 pts suffered from cerebral palsy, and 2 pts had reached their status after encephalitis. Event: with one pt ((B) (6), status after near-drowning 2 months prior, spinokath g29 catheter, tunneling, antibiotic cover with cefuroxim), on the 5th day of the test there were symptoms of meningitis. The intrathecal catheter was taken out. The csf finding confirmed meningitis, but a microbial causative agent could not be found. Due to strong progression in the spasticity and fast development of deformation, the child was implanted 4 weeks after the appearance of the meningeal symptoms with a permanent pump. Three weeks after, this child developed candida sepsis. First the vein port was explanted, then the pump with the catheter was taken out. From a clinical point of view, there were no infectious signs in the pump and catheter area. The microbiological exam of the explanted pump and the catheter showed no microorganisms. Further exam revealed that the child had an immunological deficit.